Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, it was determined under magnification that one half of one of the jaw pads was missing from the device. The device had full mechanical operation. The device was then electrically tested and did not pass isolation testing. When connected to the generator, an error code was displayed. The device history record was reviewed, and no discrepancies were noted. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.

Event description:
It was reported that the device did not work. Additional information received indicated that the device misfired and would not cauterize with no injury to the patient. Another device was used to complete the procedure which was a laparoscopic vaginal hysterectomy. This report is being filed for the findings upon investigation.